Manufacturer narrative:
This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be fractured. All other lead measurements were within normal ranges. As a result of the fracture, the lead was surgically abandoned and successfully replaced without incident. To date, no adverse patient effects have been reported.